Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient was reportedly doing well and receiving adequate stimulation following the procedure.